Event description:
Shiley tracheostomy tube/fenestrated low pressure cuffed 6-lot 0905000064. On this date the cuff would not hold air which resulted in a complete change, this only one day after doing the monthly change. Dose or amount: one trach; frequency: monthly; route: inhal. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: ventilator use.